Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant,  the patient was admitted for hematoma evacuation. The implantable pulse generator (ipg) was removed from the pocket and during removal of the hematoma, both the right atrial (ra) and right ventricular (rv) leads dislodged from position within the heart. The pacing leads were disconnected from the ipg, repositioned and remain in use. Upon reconnection of the pacing leads to the ipg, the atrial set screw could not engaged despite multiple attempts. The ipg was explanted and replaced. Post procedure, the atrial grommet was removed  and no set screw was found. No further patient complications have been reported as a result of this event.